Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer and pump were not available to troubleshoot with tandem technical support.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.